Event description:
It was reported that the patient¿s cgm displayed 50 mg/dl while the ilet pump displayed 71 mg/dl, with the patient having consumed approximately 4¿6 glucose tablets and two small bottles of apple juice after prior correction insulin for hyperglycemia; troubleshooting and education were completed, reports could not be synced, and by the end of the call the patient¿s glucose returned to the normal range. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information and no findings available, with no device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.